Event description:
Information was received indicating that a cadd ms3, mdl 7400, pump exhibited high pressure. It was reported the end user went to the ER and a new site was place, the user also replaced the tubing without resolution. Per reporter the end user was able to use a backup pump without any issues to continue infusion.no adverse patient effects were reported medication: remodulin 5mg/ml, united therapeutics. Dose: 26.4ng/kg/min continuous sq. Dates of use: from (B)(6) 2019 to current. (B)(4). Diagnosis or reason for use: pulmonary arterial hypertension (pah).

Manufacturer narrative:
Additional contact information: reporter: (B)(6).